Manufacturer narrative:
It is not known at this time why the device is not being returned for evaluation. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
We received a letter from the health insurance company (B) (6) dated (B) (6) 2010 to announce the following event: a (B) (6) female patient underwent a revision surgery due to a broken gamma nail one month post op.